Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ prompts a power detection failure. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device is experiencing power failure. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device is experiencing power failure with no further details provided. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The customer was provided a quote for repair but declined the quote. No repairs or services were performed. Device remains at the customer site. Based on the information available, as no repairs or services were performed, the cause of the reported problem is unknown and cannot be confirmed. The customer was provided a quote for repairs, but declined the quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer declined quote for repair.